Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was not confirmed. Based on the condition of the returned device the suture was pulled out of the artery. Based on the reported information, visual inspection and analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that no sutures were present after attempted suture placement in the mildly calcified right common femoral artery using the preclose technique with two proglide devices with a 6f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Two additional proglide devices were used for successful suture placement. The sheath size was upsized to 18f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the successfully deployed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.